Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the half-height cubie drawer 2.1 was stuck halfway and could not open fully. A field service engineer replaced the drawer; however, the new drawer had a faulty interface controller. The engineer then replaced the interface controller. Following the replacement, multiple "not detected on bus" issues occurred on each reboot. The engineer reseated all connections after each occurrence of the issue. The system functioned as intended after the field service engineer repaired the device.